Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70-year-old female with a history of coronary artery disease underwent high-risk percutaneous coronary intervention with impella cp support via percutaneous right femoral arterial access.. The patient¿s pre-support clinical condition was consistent with scai shock stage d. During a prolonged procedure in the cardiac catheterization laboratory, following insertion of a guidewire, removal of the procedural drapes revealed a large, firm hematoma at the right femoral impella access site. Manual pressure was applied for at least one hour, with some softening of the hematoma; however, persistent bleeding continued from the access site arteriotomy. Forward suturing and 4x4 gauze were utilized. The patient received blood products, with a total of four units infused, although the estimated total blood loss was unknown. It was also reported that the patient experienced bleeding related to a left circumflex artery perforation during the procedure and that the patient sat up once while the impella was in place, with documented patient movement during support. Due to ongoing access site bleeding and associated hemodynamic instability, a decision was made to remove the impella cp device. Hemostasis was achieved following device removal at approximately 20:52 on (B)(6) 2026.the reported event involved major right femoral access site bleeding with hematoma formation requiring blood transfusion and resulted in early removal of the impella cp device. The patient injury was reported as access site bleeding and was attributed to the impella access site. Based on the available information, there was no confirmed vessel perforation or dissection at the impella access location. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
D4, UDI has been corrected.